Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and with evidence of soft deployment. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that one of the locking tabs was slightly open. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the clip did not have any activation performed; therefore, none of the deployment stages were performed. Additionally, without any activation made, a clip failure to release from the catheter cannot happen. It is possible that during unpacking of the device, the clip hit against a hard surface causing the damage on the capsule and this possible hit lifted the locking tab which function is to attach the clip to the bushing. Therefore, with this component lifted, there is not enough subjection between the clip and the bushing, leading to the reported device problem. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.